Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium- large clip applier instrument was analyzed, and the customer reported complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed clip test 2 of 2 attempts. The instrument was fully functional. No product issue was identified. Isi followed up with the initial reporter and obtained the following additional information: the reporter informed they were unable to provide information.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that the clips were not clamping properly on the medium-large clip applier instrument. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.